Event description:
A patient underwent coronary artery bypass grafting (CABG). The patient's surgery and immediate post-op recovery were without complication. The swan line was removed overnight. The introducer sheath was left in place in a case of the need for central line access. On post-operative day one, the patient was sitting up in the chair when the nurse removed the catheter. While she held pressure, the patient complained of chest pain and became unresponsive. He developed profound shock, suffered a myocardial infarction and required intubation. The patient exhibited signs of neurologic decline. An echocardiogram showed small amounts of air that was consistent with what would be seen after cardiac surgery although it is suspected that an air embolism, caused by the removal of the internal jugular catheter while sitting upright, is the cause for the decline in this patient's condition.